Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right atrial lead exhibited p-wave amplitude variation. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.